Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-52 lead, (B)(6) 2006. (B)(4).

Event description:
It was reported that the implantable cardiac defibrillator (ICD) and leads were explanted due to infection and vegetation on the lead. It was noted that the patient had a history of bacteremia and endocarditis. No further patient complications have been reported as a result of this event.